Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Emailed received 27-mar-2018 (attached). Email indicates the patient underwent a revision of her 52mm pinnacle asr acetabular shell. No other information was provided. Will attempt to contact patient to obtain more information. Doi: unknown dor: unknown (unknown hip). Patient is located in (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.